Manufacturer narrative:
The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
Device 2 of 2. Reference MFR report: 1627487-2018-07413. It was reported the patient's drg system stimulation therapy would decrease without prompting. Troubleshooting discovered the following error message displayed on the patient programmer: "strength was decreased. The system could not deliver the desired strength". Consequently, surgical intervention was taken and the patient's drg leads were replaced with new ones. Effective stimulation therapy was reportedly restored postoperatively.